Event description:
The treating doctor shared that the patient went through some health issues (did not specify what) and lost tooth #18. It is unknown if the patient required any additional medical intervention or medications to alleviate the reported symptoms (the tooth loss).

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. The treating doctor shared that the tooth condition was the primary reason for it to be extracted, however; could not confirm if the treatment worsened the condition. Align's clinical review of available records indicate the initial treatment plan indicated movement of molar #18 within normal ranges, with minimal extrusion and 0.1 mm distalization. Subsequent review of the august 2023 plan revealed a visible line in the occluso distal area suggestive of a possible enamel fracture, though no movement was planned for the lower arch at that stage. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.